Event description:
During ivtm therapy, the customer observed the 500ml saline bag was down to 100ml. No blood was noted in the start-up kit tubing. No saline fluid was observed on the floor, thermogard console and patient's bed. No leak on the saline bag and suk. Catheter leak suspected. The thermogard ivtm system did not generate an alarm or error message. The patient is in the rewarming phase and is rewarming appropriately. The customer flushed the in luer with a syringe and no blood was observed. Catheter dwell time was 25 hours. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.